Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device stopped working as it was no longer inflating. All components were removed and replaced. There were no patient complications.